Event description:
(B)(6) complaint handling unit reported a broken locking compression plate. The patient was admitted to hospital on (B)(6) 2005 after a traffic accident. The patient was diagnosed with open comminuted fracture of the left tibia at border of the middle and lower third. The first hospitalization was on (B)(6) 2005 through (B)(6) 2005. The surgery on (B)(6) 2005 was for internal fixation of the tibia with locking compression plate. On (B)(6) 2005,the patient complained about pain in the left tibia in the middle third. The left lower limb was in a plaster cast from middle third of left femur. The patient noticed on (B)(6) 2005, when moving around with limited load on the fractured limb, he felt a sharp pain in the area of the fracture. X-rays showed slightly healing fracture and fracture of the plate. The second hospitalization was from (B)(6) 2005 through (B)(6) 2005. There was an additional check-up and decision about the operative intervention. For family reasons the patient was temporarily discharged. The third hospitalisation was from (B)(6) 2005. The surgery was on (B)(6) 2005 for internal fixation of the left tibia with the plate and screws. The screws remained the same as in surgery on (B)(6) 2005. On (B)(6) 2005, physical therapy, therapeutic exercises, massage, medications with calcium started. On (B)(6) 2006, an x-ray from (B)(6) 2006, showed a slightly healing fracture. As of (B)(6) 2006, the left tibia is without significant changes. The patient was discharged to the outpatient clinic for expert committee checkup. The forth hospitalization was from (B)(6) 2009 for the refracture of the left tibia. The surgery was performed on (B)(6) 2009 for the removal of the broken plate and revision fixation of the left tibia with locking compression plate.

Manufacturer narrative:
Device was used for treatment. Device is not distributed in the united states, but is similar to device marketed in the USA. This individual adverse event report is being made in accordance with the synthes MDR exemption request dated (B)(4) 2011. A review of the events associated with the request was performed and it was determined that none of the events constitutes systemic issues related to product quality, changes in product design, method of use, or changes in expected risk thresholds. Review of the data also indicated no significant change in risk/benefit of each product category, no evidence of deficiencies in the design, labeling, or manufacture of the device. As no lot number was provided, no device history record review can be performed. The device is not being returned for evaluation, no further information is available on this event. No further investigation can be performed.